Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient specific information not available for reporting ¿ patient reported as patient 4 of 4. Device is an instrument and is not implanted/explanted. The subject device is expected to be returned to the synthes manufacturer for evaluation but has not yet been received. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. (B)(4). A device history record review was performed for the subject device lot. The review reviewed a non-conformance report (ncr) associated with the lot. During the assembling process (B)(4) pieces didn¿t pass the functional testing and were scrapped. The remaining (B)(4) pieces were found to be good. This ncr had no influence to manufacture specifications and there were no other issues that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in the (B)(6) as follows: it was reported that a patient underwent revision surgery on an unknown date after it was determined that the implanted recon locking screws had missed the nail. Specifically, the screws were not implanted through the screw hole; the screws were implanted next to the nail. The error was determined post-operatively, during a follow-up review. Upon the realization of this error the revision surgery was performed. This report is 1 of 5 for (B)(4).